Event description:
The home patient (hp) reported that there was in air in line while the technical service representative (tsr) was assisting the hp with the homechoice (hc) display- connect your self / check patient line during use. The hp had reportedly not used the hc machine in (B)(6). The tsr assisted the hp with troubleshooting, assisted with disconnecting and getting the set out, and explaining that the hp could start over with all new supplies. No patient injury or medical intervention was indicated at the time of the initial report. During a follow up with the hp's nurse, it was revealed that she was not aware of this issue. The nurse stated that the hp was transferred to a facility in a different state. This writer asked if she had any way of getting a hold of the hp to try and follow up, as the number that baxter has is no longer in service. The nurse stated that she would try and get it for this writer and call back.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
During a follow-up with the home patient (hp)'s daughter, it was found that the hp is doing fine. The hp's daughter stated that she did not recall there being any abnormalities or defects with the supplies. The hp's daughter stated that they did not have any of the supplies. There was no patient injury or medical intervention associated with this report.

Manufacturer narrative:
(B)(4). This complaint is for air in tubing. Per the complaint information, the patient saw air bubbles in the patient line while she was connected during connect your self / check patient line. The baxter representative asked the patient if the patient line was primed completely and there was no response to this question. This complaint was not confirmed in the lab due to a lack of sample. The lot number is unknown, therefore a batch review was not performed. A root cause was not identified. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.